Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: minimally invasive implantation of left ventricular assist device heartware hvad. Cor et vasa (cardiovascular surgery) april 2015 57(2):e70-e74. Http://dx.doi.org/10.1016/j.crvasa.2015.02.011 with a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding ventricular assist devices (vads). The article discussed vads for left ventricular support in adults and an implantation technique using a left-sided thoracotomy approach. It was reported in the article that two patients required re-operations to control post-surgical bleeding after vad implantation and one patient developed right heart failure after vad implantation, requiring a right vad be implanted for support. The status/location of the vads is unknown. No further patient complications have been reported as a result of this event.